Manufacturer narrative:
Block d2b: pro code (product code) qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model:sc-2317-50, serial: (B)(6), batch: 7079569, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) exhibited two impedances on the left cx lead. The patient underwent revision procedure.